Event description:
An operating room technician reported that during a vitrectomy procedure, the infusion button on the touchscreen would not activate. The operating room staff tried rebooting the system multiple times but the issue did not resolve. Following a 30 minute delay, the console was exchanged and the case was able to be completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative calibrated the touchscreen. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event is determined to be that the touchscreen was out of calibration. (B)(4).